Event description:
It was reported that during a stage one implant surgery after securing the lead and locking the gate of the burr hole cover, the physician used fluoroscopy to confirm the lead placement. Upon taking the x-ray, the physician noticed that the lead had pulled back 1.5 cm "in spite of proper closing of the stimloc gate". The physician opened the gate and pushed the lead back down to the target, re-secured the gate, confirmed it was locked, and the stimloc cap was applied. Lead placement was again confirmed with fluoroscopy without incident. The physician attributed the event to the stimloc, and noted the event suggested the gate was "not competent". The pt did not have any problems after the lead was secured. The pt outcome was reported as no injury.

Manufacturer narrative:
(B)(4).